Event description:
The customer reported that the pt received burns on the corners of the mouth during a tonsillectomy. The burns were described as "black and charred" and no information on degree of burn or type of treatment is available. The biomed at the site tested out all the equipment used in the procedure. No fault was found with any of the equipment and the issue is thought to be related to a procedural error. The biomed's investigation found the electrode may not have been seated completely into the pencil. The incident pencil is not being returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.